Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(6).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reason was to see better, clinical reason being refractive surprise. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.